Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat perforation in a de novo lesion in the left anterior descending (lad) coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. The 2.80x19mm graftmaster stent failed to cross the lesion due the anatomy; therefore, the device was removed when the shaft separated into two pieces outside the patient's anatomy. A coronary artery bypass graft (CABG) was performed to treat the perforation. The patient was hospitalized additional time and four days after the procedure the patient expired. Subsequent to the initially filed report, the physician stated the graftmaster did not cause or contribute to the patient death. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation of the shaft was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Per the physician, the patient death was not related to the graftmaster device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat perforation in a de novo lesion in the left anterior descending (lad) coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. The 2.80x19mm graftmaster stent failed to cross the lesion due the anatomy; therefore, the device was removed when the shaft separated into two pieces outside the patient's anatomy. A coronary artery bypass graft (CABG) was performed to treat the perforation. The patient was hospitalized additional time and four days after the procedure the patient expired. Subsequent to the initially filed report, the physician stated the graftmaster did not cause or contribute to the patient death. No additional information was provided.